Event description:
It was reported that the external pulse generator's upper display would not stay on and has intermittent on/off behavior. The generator has not been returned to service. There was no patient involvement.